Event description:
It was reported that during a transfer of a patient from the golvo 8008 lift to the patient¿s bed, the ¿net (sling, unknown brand/type) of the lift broke. It is noted that the caregiver caught the strap which prevented the patient from falling. The patient was postoperative left-trans tibial amputation. There was no injury associated with the patient reported, and there was no medical intervention reported for the alleged back injuries . Due diligence efforts are in progress to obtain additional event information. It is noted that the customer is not providing the sling for inspection.

Manufacturer narrative:
The golvo 8008 is a mobile lift, intended for use in most lifting situations, for example, between bed and wheelchair, to and from toilet, bath and shower, or to and from the floor. The golvo 8008 lift has an adjustable lifting interval level with a maximum height of 1260mm. The interval can be adjusted to a lower level in the event a lower level is needed to lift something from the floor. The instructions for use note that adjusting or lowering the lifting level also lowers the maximum lifting height. The device instructions for use provides the following daily checklist prior to use of the device: inspect the lift and check to make sure that there is no external damage. Check the sling bar attachment. Check the lift strap for wear and ensure that the strap is not twisted. Check the functionality of the latches. Check the integrity of the lifting motion and the base-width adjustment. Check that the lifting interval level is set correctly and that the emergency lowering is working as it should both the electrical and the mechanical. In this incident, there was no report of a patient injury. The ultimate cause of the incident is unknown, as a device inspection is pending. Thus, at this time, a device malfunction or use error cannot be ruled out. If the incident were to recur and result in the patient falling, it may lead to death or serious injury. The investigation is still on going, a final report will be submitted upon completion of the investigation. *correction at g.3 corrected aware date from 21st march 2025 to 20th march 2025.

Manufacturer narrative:
The golvo 8008 is a mobile lift, intended for use in most lifting situations, for example, between bed and wheelchair, to and from toilet, bath and shower, or to and from the floor. The golvo 8008 lift has an adjustable lifting interval level with a maximum height of 1260mm. The interval can be adjusted to a lower level in the event a lower level is needed to lift something from the floor. The instructions for use note that adjusting or lowering the lifting level also lowers the maximum lifting height. The device instructions for use provides the following daily checklist prior to use of the device: inspect the lift and check to make sure that there is no external damage. Check the sling bar attachment. Check the lift strap for wear and ensure that the strap is not twisted. Check the functionality of the latches. Check the integrity of the lifting motion and the base-width adjustment. Check that the lifting interval level is set correctly and that the emergency lowering is working as it should both the electrical and the mechanical. In this incident, there was no report of a patient injury. The ultimate cause of the incident is unknown, as a device inspection is pending. Thus, at this time, a device malfunction or use error cannot be ruled out. If the incident were to recur and result in the patient falling, it may lead to death or serious injury. The investigation is still on going, a final report will be submitted upon completion of the investigation.

Event description:
It was reported that during a transfer of a patient from the golvo 8008 lift to the patient¿s bed, the ¿net (sling, unknown brand/type) of the lift broke. It is noted that the caregiver caught the strap which prevented the patient from falling. The patient was postoperative left-trans tibial amputation. There was no injury associated with the patient reported, and there was no medical intervention reported for the alleged back injuries . Due diligence efforts are in progress to obtain additional event information. It is noted that the customer is not providing the sling for inspection.